Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported pain in the area of the implant.

Manufacturer narrative:
Additional information: based on the available information received from the field, damage to the active electrode caused by device minute mobility seems likely. Further the recipient experiences pain at the implant site, even without the audio processor being worn, therefore a technical device failure seems unlikely. However to determine an exact root cause, device investigation at the explanted device is necessary. The explanted device has not been received for investigation yet.

Event description:
The user reported pain in the area of the internal device, both with and without the processor. Due to the persistent pain, the processor stopped being worn. The user has been re-implanted.